Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99309. Supplemental rationale.. Corrected data: h11. 26 previously reported events were included in this follow-up record. Product return status. 26 devices were evaluated in the field.. Evaluation findings (results/components). 26 devices: material and/or chemical problem identified / coating material. Product disposition. 26 devices: scrapped by stryker.

Event description:
No change.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 26 events for the failure: flaked. - 26 events had problem identified during non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 26 events were reported for this quarter. Product return status 26 devices were evaluated in the field. Evaluation findings (results/components) 26 devices: material and/or chemical problem identified / coating material product disposition 1 device: scrapped by stryker 25 devices: product disposition is not yet determined additional information 26 devices were not labeled for single-use. 26 devices were not reprocessed or reused.